Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found the grip cable is broken at the distal idlers. Idler pulley spins freely and was not damaged. The cable segment sticks out at wrist. There was no other cable damage. Failure analysis investigation also found that the distal pulley exhibited scratches. No other damage to the instrument was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the broken cable damage found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci hysterectomy procedure, the customer noted that the mega suturecut needle driver instrument cable was broken. No missing or fallen pieces were reported. No patient harm, adverse outcome or injury was reported.